Event description:
The customer reported hearing a pop like noise, a burning smell, and the system displayed kv saturation fault error message and would no longer operate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.